Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the arterial monitor would not display the pressure, but the alert and alarm levels remained visible. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.